Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath assembly was kinked and the tip was detached. Microscopic inspection revealed the guidewire exit port was torn. The catheter flushed normally when the imaging core was fully retracted and fully advanced. An image test could not be performed due to the condition of the tip. The device presented a weak transducer, which suggests that the device was no longer effective at receiving and transmitting acoustic energy at the working frequencies. Failures related to weak transducer are traced to design characteristics of the device.

Event description:
Reportable based on device analysis completed on 28nov2023. The stenosed target lesion was located in the left circumflex artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter did not show an image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed tip detachment.